Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that during an unknown procedure, the check flo valve was pushed into the sheath. This occurred while trying to introduce another manufacturers device through the performer introducer sheath. Another device was used to complete the procedure. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
A review of the complaint history, device history record, instructions for use (IFU), trends, quality control and visual inspection of the returned device was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: the maximum diameter of the instrument or catheter to be introduced should be determined to ensure its passage through the introducer. All instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight. The visual inspection of the returned device was reported with a dislodged silicone disk. The check-flo body was disassembled, so that the silicone disk could be visually inspected. The disk was found to have a tear. The complaint device was returned therefore, an investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided and the results of our investigation, the root cause was determined to be user technique. It is possible that the device used in conjunction with the sheath (impella) had been introduced through the sheath at an angle and/or not directly in the center of the slits, which could have caused both the tearing and dislodging of the disk. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
It was reported that during an unknown procedure, the check flo valve was pushed into the sheath. This occurred while trying to introduce another manufacturer's device through the performer introducer sheath. Another device was used to complete the procedure. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.